Event description:
Report rec'd of an over-delivery due to user error in programming. The pump was programmed in the pca+continuous mode to deliver dilaudid 1mg/ml, with a continuous rate of 20 mg/hr, instead of the intended rate of 2-4 mg/hr, a 1mg pca dose, a 10-minute pt lockout, and no 4-hour dose limit. The customer reports that the rn read the order incorrectly as a continuous rate of 20 mg/hr instead of the intended 2-4 mg/hr. After an unspecified amount of time, the rn noted that the pt was "overly-sedated" and the pt was treated with an unspecified amount of narcan. The pt reportedly recovered and required no further medical interventions. The pt was discharged two days later with no adverse sequelae. Though requested, no further info was rec'd.